Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited loss of capture. It was further noted from fluoroscopy that the lead was dislodged. During lead revision procedure it was noted that the lead helix was failed to extend. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece for analysis with the lead helix fully extended and clogged with dried blood. After cleaning, the helix could be retracted and extended by applying torque to the connector pin. The measured full helix extension length was within specification. The cause of helix mechanism issue was isolated to the helix being clogged with dried blood. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were found.